Event description:
Chemotherapy administration via sigma pump. Pt receiving 200mg cytarabine in 1000ml ns @ 41.7ml hour. D7 bag hung @ 2019 on [redacted. On [redacted]-the next day @ 1940: IV pump switched out d/t [due to] significant volume left in bag (approx. 500ml). Even though previous pump said 90 mls left. Pharmacy and providers aware. Pump verified w/ [with] 3 chemo rns. Staff suspect it is the IV tubing.